Event description:
I had both hips replaced with the stryker trident ceramic on ceramic hips. Ever since my surgery, I have had squeaking and popping/grinding noises. The noises and popping and grind have increased to the point that it happens with each step. I also experience pain in my hips on an intermittent basis -often the pain occurs when the particular hip is none-weight bearing. D4. Diagnosis or reason for use: avn of both hips.